Manufacturer narrative:
H.6. Investigation summary: bd received 5 photographs from the customer in support of this complaint. Evaluation of the photos indicated larger than normal edta additive spray pattern. Due to this, the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Additionally, 100 retained samples were visually inspected, and no additive abnormality was found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photos provided. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported that while using the bd vacutainer® k2e 10.8mg plus blood collection tubes that there was foreign matter in the tube. The following information was provided by the initial reporter: description: discovery on (B)(6) 2023, by the sampling service of nancy, of 40 edta tubes 6ml ref. 367864 lot 2332670 presenting white and yellowish agglutinations of different sizes. The least remarkable aspects resembled condensation and the most marked resembled bacterial development. The affected tubes have not been used, have been set aside and are available for expertise.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2e 10.8mg plus blood collection tubes that there was foreign matter in the tube. The following information was provided by the initial reporter: description: discovery on (B)(6) 2023, by the sampling service of nancy, of 40 edta tubes 6ml ref# (B)(4). Lot 2332670 presenting white and yellowish agglutinations of different sizes. The least remarkable aspects resembled condensation and the most marked resembled bacterial development. The affected tubes have not been used, have been set aside and are available for expertise.

Event description:
It was reported that while using the bd vacutainer® k2e 10.8mg plus blood collection tubes that there was foreign matter in the tube. This occurred with 40 tubes the following information was provided by the initial reporter: description: discovery on 17/05/2023, by the sampling service of nancy, of 40 edta tubes 6ml ref. 367864 lot 2332670 presenting white and yellowish agglutinations of different sizes. The least remarkable aspects resembled condensation and the most marked resembled bacterial development. The affected tubes have not been used, have been set aside and are available for expertise.

Manufacturer narrative:
The following fields have been updated with additional information d.10 device available for eval? Yes. D.10 returned to manufacturer on: 30-aug-2023. The following field was corrected: b.5. Describe event or problem: it was reported that while using the bd vacutainer® k2e 10.8mg plus blood collection tubes that there was foreign matter in the tube. This occurred with 40 tubes. Investigation summary: bd received 5 photographs from the customer in support of this complaint. Evaluation of the photos indicated larger than normal edta additive spray pattern. 42 samples were returned from the customer. Evaluation of the returned samples indicated that 42 out of 42 tubes had a larger than normal additive spray on the walls. Due to this, the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. 100 retained samples were visually inspected, and no additive abnormality was found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photos and samples provided. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.